Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: installing the implant too deep. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2021 where three implants were installed. The patient complained of leg pain following the initial procedure. The surgeon determined that the superior positioned implant was implanted too deep and had breached the neuroforamen causing radicular pain symptoms. In (B)(6) 2021, the surgeon performed a revision procedure where he backed-up, but did not remove, the superior positioned approximately two millimeters to relieve the nerve impingement. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.